Event description:
A vns patient (B)(6) reported to our local distributor that their child was having an increase in the number and frequency of seizures and emergence of snoring. Since the time of the initial report, their seizures have returned to normal and their snoring has stopped. It is unknown the relationship of these events to their vns. It is unknown if their seizures are above or below their pre vns seizure rate. The patient has not been reevaluated by their physician as they live a long way from their office. The family do not plan to bring the patient in any sooner to be evaluated as currently doing well. It is unknown when their next scheduled appointment is.

Event description:
No further information is available as the patient has not been back in to be seen.

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.

Manufacturer narrative:
Operator of device corrected data: updated to patient.